Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
It was reported that the patient was on impella cp support due to having cardiogenic shock. The doctor found that the the impella cp was deep at 5.5 centimeters. The impella cp was withdrawn and came across the atrioventricular with the pigtail still in the left ventricle. The staff attempted to advance the pump but, it came entangled in the papillary. The impella cp was therefore replaced.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The root cause of the positioning issue was use related.